Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and one day post a dialysis catheter placement procedure, a whitish bulge was found in the clear connecting segment of the catheter. There was no reported patient injury.

Event description:
It was reported that two months and one day post a dialysis catheter placement, a whitish bulge was allegedly found in the clear connecting segment of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo and one video were provided for review. The photo shows both the extension legs in which the protrusion, stretch, and color change in the extension legs of the catheter were noted. The video shows a clinician was removing the catheter out from the patient in which the protrusion, stretch, and color change in the extension legs of the catheter were noted. Therefore, the investigation is confirmed for the reported material protrusion, stretched, and material opacification issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.